Event description:
It was reported that the lead exhibited two episodes of ventricular noise oversensing which was originally thought to be t-wave oversensing (twos). Twos sensing was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.